Event description:
It was reported that the rv lead was capped and replaced due to high, out of range, high voltage lead impedance. The patient was in good condition after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.